Event description:
A hospital in (B)(6) reported a patient experienced a proximal femur fracture on an unknown date and was implanted with an unknown nail. On (B)(6) 2012 the patient was returned to the operating room for removal of the nail and implantation of a synthes plate and screws and bone graft. On (B)(6) 2012, the patient fell and a sharp rotation of the limb re-fractured the proximal femur and the heads of the screws were noted as broken. This report is #5 of 6 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.